Manufacturer narrative:
(4109/213) the review of historical data indicated that there is another similar complaint reported for the same sterilization lot number 24k03 (mfg report number: 1640201-2025-0000004 / complaint # (B)(4)). The complaints were originated from two different customers and were reported on nearby dates. The complaint investigation of the other reported case is still ongoing. Please refer to the final mfg report (1640201-2025-0000004 for) when the investigation will be completed. (4121/213) the device history records review concluded that there was no non-conformance in relation with the event reported. (10/213) the involved device was returned to intervascular for analysis. The visual inspection was performed by the quality assurance supervisor, which concluded that the product was conform to the product specifications. The visual inspection confirmed the presence of two stains on the inner tyvek lid, and none on the external tyvek lid. The observed stains on the inner tyvek lid are glycerol stains. This substance is used during the manufacture of the products. Its purpose is to maintain a sufficient level of moisture in the collagen layer of the prostheses and patches to keep them soft. Prolonged contact between the product and the lid can lead to the appearance of these stains. This phenomenon is accentuated by the direction in which the box is stored, which, if it is stored flat on the lid side, can also result in the product being in contact with the lid. Although this problem is well known, it has no impact on product quality or performance. (4110/213) the actual occurrence rate was calculated for similar events on the same manufacturing line (intergard/hemagard) for the period 01-mar-2024 to 28-feb-2025 for the identified risk. The occurrence rate was (B)(4) for the identified risks, which is below the anticipated occurrence rate (maximum) of (B)(4). (67) based on the investigation findings, in particular the visual inspection, it was determined that the product is conform to the product specifications. The observed stains on the inner tyvek lid are glycerol stains caused by the product packaging design which can lead to a prolonged contact between the product and the inner tyvek lid during storage. Although this problem is well known, it has no impact on product quality or performance. It should also be noted that an improvement project will be implemented to standardize the direction in which blisters are inserted into their boxes to prevent the product from being stored against the lid.

Event description:
Complaint #: (B)(4).

Event description:
It has been reported to intervascular the presence of a "grease stain" on the outer blister of the patch. The surgeon did not to use it as a preventive measure.

Manufacturer narrative:
(4109/213) the review of historical data indicated that no other similar complaint was reported on the same lot number 24k03. (10/3233) it was reported that the product is available for investigation, it should be returned to intervascular for examination. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.